Manufacturer narrative:
Information from original submission on 20/oct/2016: unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Further information has been requested of the initial reporter regarding: implant date, explant date, diagnostic testing, patient information (comorbidities). To date, no additional information has been received by apollo. Device labeling addresses the reported event o leaks as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "Unfortunately over the past week [patient] suddenly noticed a lack of restriction and was able to eat food that [patient] was previously experiencing difficulties with. Today [patient's] band was in good position. [Patient's] port was needled and [patient's] total extractable volume was 2.5cc. Unfortunately this is about 3cc less than what was expected." Device currently remains implanted.

Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. Blue discoloration was observed on the inner surface of the band shell. Yellow discoloration was observed on the outer surface of the band. Blue particles were observed on the inner surface of the shell. Brown particles were observed on the outer surface of the port housing. A port leak test was performed and no leakage was observed. An air leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device.

Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 11/29/2016. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the supplment #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 11/29/2016: strain relief. Supplement #1 medwatch sent to the FDA on 11/29/2016. Additional information: b3, b6, d1, d4, d6, d10, h3, h4, h6. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. Blue discoloration was observed on the inner surface of the band shell. Yellow discoloration was observed on the outer surface of the band. Blue particles were observed on the inner surface of the shell. Brown particles were observed on the outer surface of the port housing. A port leak test was performed and no leakage was observed. An air leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device.